Manufacturer narrative:
The customer returned the test strips (lot 475681). The returned strips were tested with retention meter, battery, and controls. Control ranges: level 1: 1.7-3.3 mmol/l; level 2: 14.5-19.6 mmol/l. Results (mmol/l): returned strips with retention meter and level 1 controls: 2.4, 2.4, 2.4. Returned strips with retention meter and level 2 controls: 16.3, 16.4, 16.0. All results are within acceptable ranges. No information was provided that would point to a cause for the result discrepancy. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Various factors can influence the results, including traces of food or fatty residues from skin creams; residues of water or disinfectant on the skin which can dilute the drop of blood and lead to incorrect results; or impaired peripheral circulation.

Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer obtained a questionable high glucose test result for one patient using capillary blood samples on the inform ii meter (serial number (B)(4)). The initial result was 29 mmol/l. The repeat result approximately five minutes later was 6 mmol/l. Another repeat test was performed using the patient's meter (vendor and model not provided) and the result comported with the result of 6 mmol/l. There was no allegation that an adverse event occurred. The patient felt normal and did not have hyperglycemic symptoms during the event. Quality controls were acceptable prior to and after the event. The suspected meter and strips were requested to be returned. Investigation activities are ongoing.